Manufacturer narrative:
Trend analysis: no trend identified for 01.00024.550. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device data information was required but no information has been received. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that an unknown patient underwent a revision surgery due to dislocation on (B)(6) 2016. Fitmore shell size 50mm and unknown liner size 28mm were replaced by continuum multi-hole shell and hxpe constrained liner. The primary implantation date is unknown. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Additional information was requested but was not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: - aseptic loosening due to pe wear due to motion between liner and cup => possible: products were not received for the investigation, therefore cannot be excluded. - failure of connection between shell and insert due to insufficient snap geometry => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. - failure of connection between cup and liner (wrong pairing) due to wrong selection of parts due to unknown compatibility list => possible: no surgical reports or products were received to confirm the correct selection, therefore cannot be excluded. -impingement with stem, dislocation, subluxation, release of pe/ metal particles, metallosis due to insufficient rom of components => possible: no x-rays or products were received to confirm this risk, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e allofit alloclassic shell) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore shell with screw cones, uncemented, 50/hh on an unknown date and was revised on (B)(6) 2016 due to dislocation.